Event description:
It was reported that an asymptomatic patient presented via merlin.net. Stored episodes of noise reversion were observed. The noise could not be reproduced with isometrics and arm movements in clinic. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
.